Event description:
Patient was revised due to loosening, poly wear and osteolysis.

Manufacturer narrative:
The exact date of the primary surgery is unknown; however, it was reported that it occurred in the early 1990's. Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.